Event description:
It was reported the device was etched in the groin of a wound. The uksh reports that the system indicated normal operation when entering the room. The patient noticed that his nightgown was stained and when the duvet was lifted it became apparent that the dressing had loosened by about 50% so that the system should have displayed a leak alarm, which was not the case. The exudate ran into the nightgown and was in the wound. The sponge was removed from the wound, the system continued to run and but still did not display an alarm. The device was exchanged on january 7th.

Manufacturer narrative:
The device, used in treatment, has not been returned for evaluation. Visual inspection and functional evaluation could not be performed. We have been unable to confirm a relationship between the event and the device or identify a root cause on this occasion. Manufacturing records reviewed found no non-conformances or anomalies during production and the device met all specifications upon release into distribution. Complaint history for the failure mode has been reviewed and similar instances have been found in the previous four years. Fail to alarm: it is possible in certain situations that the device may not alarm due to the pressure sensor readings inside the pump still being within tolerance. This situation could occur when there is misalignment or a physical blockage at the softport to dressing interface. Suction failure can occur as a result of an insufficient seal on the dressing. At this time it is deemed that no further investigation is possible, the complaint will be reviewed if the device is received and evaluated at a future date. No further actions by smith and nephew are deemed necessary at this stage. However, we will continue to monitor for any adverse trends relating to this product range.